Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to right ventricular (rv) lead noise. The rv lead also exhibited a rise in thresholds and a loss of capture. It was confirmed that the lead was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.